Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there were excursions over 100 ohms on the svc impedance. The svc lead was inactivated. No patient complications have been reported as a result of this event.